Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtain: did the white tissue pad break off? After some use, the pad became detached. Did the patient experience any adverse consequences due to this issue? No procedure tlh with a register no adverse outcome for the patient the unit failed after approx. 90 minutes: long case and it was the register using the device on her side doing the uterines: the surgeon wasn¿t sure as to how accurately the att was adhered to. They were using the advanced hemostasis mode when the issue arose. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the white, maybe insulation, came out of the tip.